Manufacturer narrative:
This report is submitted on march 20, 2018 by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced skin healing issues post implantation surgery; subsequently the patient was treated with a topical antibiotic and topical steroid (date and duration not reported).